Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Model # and lot # of other involved device: model#: 28-28-75l, int'l vistiflex; lot #: w08-0803-014; dom: (B)(6) 2008; expiration: 04/30/2011.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2008 with a bifurcated and two cuff stent grafts. Reportedly, the patient experienced pain in the left leg computed tomography revealed an endo.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiiia endoleak was confirmed. There was also evidence of complete component separation. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, the root cause could not be definitely determined although patient anatomy was the likely cause of component separation and the resulting endoleak. There was no design or manufacturing issue identified. The clinical review identified the following factors that may have been contributors to the event: the reported 90° angulation of the infrarenal aorta; the inability to tolerate contrasted surveillance (some follow-up studies did not include contrast); the use of concomitant non-endologix bare metal stents within the proximal aorta; and the use of antiplatelet therapy (aspirin and plavix).